Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4) serial: (B)(6) batch: a000163293.

Event description:
It was reported patient has high impedances on one lead and patient experiences discomfort due to ipg tilting forward within the pocket site. Investigation was unable to identify which lead attibuted to the issue. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025 during which the ipg was repositioned and the right lead was explanted and replaced to address the issues. Therapy was restored post-op.